Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a dreamstation bipap st30 device sound abatement foam. There was no report of patient harm or injury. The device was returned to a third-party service center. The internal part of the device was inspected visually. Evaluation result stated that the complaint was confirmed and found evidence of visible foam degradation. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The previous report was filed incorrectly, this report should be a part of recall device complaint. Section h has been updated/corrected.

Manufacturer narrative:
Device evaluated by third party service center.

Event description:
The manufacturer received information alleging an issue related to a dreamstation bipap st30 device. There was no report of patient harm or injury. The device was returned to a third-party service center. Evaluation result confirmed no evidence of foam particles in the assembly and the device was corroded. The device was scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation bipap st30 . The device was returned to a third-party service center. During visual inspection of the device, it was determined evidence of visible foam degradation along with connector oxide contamination was observed. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device.